Event description:
It was reported that a patient presented to clinic for follow-up. Failure to interrogate was noted on their implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD on an unknown date. The patient condition was unknown.